Event description:
Phillips respironics system one bipap auto. Serial number (B)(4). Burned and caused an internal electrical fire resulting in copious amounts of smoke. This occurred during the night while I was using the device. The unit is less than two years old.